Event description:
Patient was admitted to hospital with inflammation of a leg ulcer. The following day the patient underwent surgery with extensive debridement of the ulcer for possible osteomyelitis.